Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional reported that the patient had a loss of therapeutic effect. The patient saw the healthcare provider the day of the reported event because the patient was not feeling well since the night before reported event date. It was noted that the patient was getting good therapy before this. The healthcare provider was trying to get stimulation back on but unable to with the patient programmer. It was noted that it was interrogated with the physician programmer and the healthcare provider had to put in the serial number of the stimulator. The healthcare provider input the serial number and had patient¿s setting from two weeks ago (at a routine visit and the patient¿s therapy was good at this time). After putting in left side settings, the caller went to put the right side settings and received a message on the physician programmer that a power on reset (por) had occurred. It was noted that the caller re-enter the stimulator serial number and then went to check battery status. It was reported that an end of service/end of life (eos/eol) message. The stimulator indicates it¿s at end of life (eol), 2.03 volts. Additional information from the consumer reported that she went to see healthcare provider on (B)(6) 2013 and the healthcare provider determined that the stimulator was depleted. The stimulator battery depletion was normal. It was noted that the stimulator replacement was due to normal battery depletion. It was reported that the patient saw the healthcare provider on (B)(6) 2013 due to the patient hand was shaking. It was noted ¿we checked it with the device and the lights were green and none of them were blinking. It was reported that they had no indication that the stimulator battery was low, and wishes the healthcare provider would have told them. The patient was concern if mowing the lawn could have caused the stimulator to deplete. It was reported that the patient had a replacement surgery the day of reported event. Further information received reported the patient did not have concerns with her device or therapy. Finally, the hcp reported the cause of the event was a dead battery. The event was attributed to the battery. There was no programming done. The patient was indicated for essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.